Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer for evaluation. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. Retention samples could not be tested because the lot expired on april 30th, 2020. There were no related quality non-conformances during manufacturing of the product.

Event description:
It was reported during use the bd preset¿ arterial blood collection syringe had an issue with clotting. The following information was provided by the initial reporter: the customer noticed after blood collection the lab found the blood clotted resulting in a blood gas analysis that could not be analyzed. The cap could not be tightened.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. (B)(4).

Event description:
It was reported during use the bd preset¿ arterial blood collection syringe had an issue with clotting. The following information was provided by the initial reporter: the customer noticed after blood collection the lab found the blood clotted resulting in a blood gas analysis that could not be analyzed. The cap could not be tightened.